Event description:
It was reported that during a thr procedure, impactor slap hammer snap off in the threads. No delay. Backup device available. No injury or impact to patient reported.

Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The threaded end of a slap hammer fractured off in the threaded end of the impactor. The slap hammer was not returned for evaluation. The device was manufactured in 2014 and exhibits signs of extensive wear / usage. A review of complaint history did not reveal additional complaints for the listed batch for the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.